Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good condition with the tamper seal missing. No physical damage was found on the pump. Performed functional check. Visually inspected the pump. The flow rate was 50,729 l/stroke (-2,445%). The flow rate was in normal parameters. The air detector worked properly. Customer problem not confirmed, and the root cause was not determined. No further action was taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the delivery rate was too low. There was unknown patient involvement and unknown patient harm/adverse event reported.